Event description:
There was a separation of the connector from the main body pf the transfer set in the baxter/vantive transfer set (minicap extended life pd transfer set with twist clamp, product code#5c4482, lot# h24g31044, mfg: 07/31/2024; exp: 07/31/2029).